Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found that conductors #0, #2, #5, and #7 were broken 17.5 cm from the distal end.

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were impedance issues on the lead, no more stimulation, and pain returned. The impedance test results were all over the limit for every contact of the lead. The lead was changed through another surgical intervention. The issue was resolved at the time of this report. The physician would like to have a detailed analysis of the device returned to better understand what could have happened. The rep confirmed that the patient did not do anything that could have provoked a fracture. The lead was tested during the procedure of replacement and a connection issue was excluded. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was no recrudescence of pain.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0206874064, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a (B)(4) study reported that there was power leak at the right side with bad impedance. It was unknown what led to the event. No diagnostics or trouble shooting performed. Interventions included set of an electrode, change of electrode, and hospitalization from (B)(6) 2015 until (B)(6) 2015. Surgical intervention occurred. The issue was resolved at the time of report. The patient's status at the time of report was alive with no injury. The event was serious and not related to the procedure and related to the device. Relevant medical history included: chronic neuropathic pain, peripheric nervous lesions, post-trauma or post-surgical.